Event description:
Report received of underdelivery. The pump was returned to the clinical engineering dept with an unsigned note that read, "pump failure: screen read 125ml/hr per 2 hours to be infused. The device infused 25ml over an hour". There was no tracking info in order to obtain specific pt or event details. There were no reported adverse pt events while the pump was in clinical use. Though requested, no further info was available.